Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device upon receipt was a finecross mg, and it had been fractured at approximately 1110mm from the anti-kink protector. The length of involved catheter is 1300 mm. Therefore, the fractured piece was estimated to be approximately 190mm. No fractured piece was returned. Appearance confirmation: it had been tapered in the vicinity of fractured section (magnifying inspection). The inner layer and reinforcement were missing at the top of fractured section (magnifying inspection). No anomaly such as a kink or crush was found in other sections (magnifying inspection). The reinforcement was missing from the fractured section to the inside of hub (x-ray fluoroscopic inspection). Simulation test: assuming that pulling force was applied to finecross mg when the distal end was kinked, resulting in the outer layer fracturing and the reinforcement missing, the following simulation test was performed. 1. A factory-retained guidewire was inserted into a factory-retained finecross mg, and the distal end was intentionally kinked. With the kinked section trapped, the proximal catheter of finecross mg was held and pulling force was applied. As a result, the outer layer was fractured in the vicinity of outer layer transition part. 2. In the state of "1", with the kinked section kept trapping, the hub of finecross mg was held and pulling force was applied. As a result, the guidewire and part of the finecross mg (distal side beyond the fractured section) were separated. 3. Magnifying inspection was performed on the proximal side beyond the fractured section of finecross mg in "2". It was found that the outer layer was tapered in the vicinity of fractured section. In addition, x-ray fluoroscopic inspection found that the reinforcement was missing. These conditions were likely to be similar to those of actual device. Function confirmation: outer diameter of the catheter (proximal section): it met the factory's specifications. No anomaly was found. History investigation: the manufacturing record and the shipping inspection record of the product with the involved product code/lot number: no anomaly was found. Equipment trouble of the product with the involved product code/lot#: no related equipment trouble was found. Past complaint file of the product with the involved product code/lot#: no other similar report from other facilities was found. Cause of occurrence/conclusion: based on the investigation result, occurrence status of this event, and simulation test result, as a possible cause of this case, following mechanisms were inferred. However, since the fractured piece was not returned, it was not possible to clarify the cause of occurrence. I. When the actual device was combined with the guidewire and inserted into the patient's body, excessive bending force was applied to the actual device due to some factor (e.g., calcified lesion), causing it to kink. Ii. The kinked section of "1" was trapped due to some factor (e.g., calcified lesion). Iii. As pulling force was applied in the state of "2", the outer layer was fractured in the vicinity of outer layer transition part. As pulling force continued to be applied in this state, the guidewire and part of the actual device (distal side beyond the fractured section) were separated. Relevant instructions for use (IFU) reference: "carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product." "Remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the catheter was found kinked before use. The catheter broke inside the patient's body. It was presumed that fragments were retrieved. The procedure outcome was not reported. Additional information was received on 01apr2025: it was supposed that the catheter broke during the operation. It was not determined how the broken piece was removed; however, it was confirmed that there was not any impact on the patient.